Event description:
A 3.5mm x 10mm solstice balloon and guidewire were inserted to treat an aneurysm located in the carotid artery. The balloon was inflated in the artery at the site of the aneurysm using the remodeling technique. It was reported that the balloon burst when it was inflated with approximately 0.15cc of contrast and saline mixture. The burst balloon was removed from the patient without any injury. The procedure was completed with another solstice balloon. Both the instructions and the product label state not to inflate the balloon over 0.1cc volume at any time during the procedure. It was reported that it is common to inflate the balloon to at least 0.15cc during the procedure at this facility. The balloon burst is related to over inflation of the balloon.